Manufacturer narrative:
The system was analyzed on site in addition to the software analyzed by a software engineer. This issue was found to be fixed by adjusting the pixel offset settings which is adjustable by the user. There was no failure found on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site imported exams and they looked ¿inverted¿. The issue was resolved by adjusting the pixel offset settings. There was less then an hour delay to the procedure. There was no impact on the patient¿s outcome.